Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that changed the heater bag prior to connecting compromising sterility and then the patient connected and started to fill. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6)-2011 and the caregiver stated the following: there was no patient injury or medical intervention reported.